Manufacturer narrative:
The following fields have been updated with corrections: reason code for no evaluation: other.

Event description:
It was reported that unspecified bd¿ pen was difficult to inject with. This was discovered during use. The following information was provided by the initial reporter: on 27/sep/2019 at 06:08 am, an email was received from the pv team for a product ae and pqc report from a nurse. The report was received on 26/sep/2019 and stated, ¿patient states it is difficult to dial the pen when she has a freezing episode. She states it may take up to 6 or 7 days before she is able to dial the correct dose. She states this strips the pen. She suggested the pen is made of another material no further follow-up are planned as the patient stated the difficulty using the pen was due to parkinson's and the material/way that the pen is made. The patient also discarded the complaint sample.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: we are unable to perform any investigation as neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination.

Event description:
It was reported that unspecified bd¿ pen was difficult to inject with. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019 at 06:08 am, an email was received from the pv team for a product ae and pqc report from a nurse. The report was received on (B)(6) 2019 and stated, ¿patient states it is difficult to dial the pen when she has a freezing episode. She states it may take up to 6 or 7 days before she is able to dial the correct dose. She states this strips the pen. She suggested the pen is made of another material no further follow-up are planned as the patient stated the difficulty using the pen was due to parkinson's and the material/way that the pen is made. The patient also discarded the complaint sample.